Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed in the lab for broken occluder feet on one of the two sets returned, which is consistent with the symptom described. The cause was undetermined. A batch review for the quoted (single) manufacturing lot number showed no related problems. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
After use for three weeks, it was noted that the liquid cannot be stopped even if closing the clamp. There was no use of additional disinfectant. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint. No further information is available.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.